Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneous calcium_2 (ca_2) and glucose hexokinase_3 (gluh_3) results were obtained on multiple patient samples on an atellica ch 930 analyzer. Calibration and quality control (qc) were acceptable when erroneous results were obtained. The customer performed the visual inspection and found a leaking reaction washer probe. With siemens remote assistance, the customer determined that tubing was leaking regardless of valve state in service diagnostics. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, noticed reaction washer probe 1 valve was stuck open causing reaction cuvettes to flood, replaced valve that controls dispense of water to the cuvette from reaction wash probe 1 failed and allowed water to drip from the probe into the reaction cuvettes, performed auto check and qc, which passed. Siemens further evaluated the event and determined that the droplets from the reaction wash station that diluted the reaction potentially contributed to erroneous results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneous calcium_2 (ca_2) and glucose hexokinase_3 (gluh_3) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The initial results were reported to the physician(s), who questioned the results. It is unknown if the samples were reprocessed on an original instrument or an alternate instrument. The correct results for the affected samples are unknown. The sample data was not provided. There are no known reports of patient intervention or adverse health consequences due to erroneous ca_2 and gluh_3 results.